Event description:
It was reported that during a pacemaker implant procedure, the programmer touch pen was not able to work with the programmer. The programmer was restarted and the touch pen was reinserted. The touch pen was also changed and the touch panel would still not function. The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was further reported via an email response that another programmer was readily available and there was no interruption to the procedure and that additionally the patient was discharged with no extension to their hospital stay.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus would not function and noted that it was not fully plugged into the programmer connector. The stylus connector was reseated in order to restore the stylus functionality. No other anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.